Event description:
During a triple arthrodesis procedure, the threads of the 7.0 mm cannulated screw 16 mm thread peeled during insertion. The surgeon removed the shaft and the peeled threads and used another screw to complete the procedure.

Manufacturer narrative:
This info was not provided during initial report of the event. Add'l info has been requested. Subject device was not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.